Event description:
It was reported that during the procedure, in an attempt to engage the coronary sinus, the catheter punctured the posterior wall of the right atrium leading to tamponade and pericardial drain. The implant procedure was postponed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).